Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncope episode. The patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited insulation anomaly. The lead was capped. The patient was in stable condition post operation. No further information was available.